Event description:
Allergen gummy bear implants are not safe. I had them in for a year and have arsenic poisoning as well as I am coughing up silicone. Arsenic was found in my implants that I have had tested. I have severe autoimmune disease now after only having these in for a year, tachycardia, fungal infection due to my implants being moody. I'm (B)(6) and dying from these!. Thanks FDA.